Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06144. It was reported, the pt experienced a change in his stimulation after suffering a fall. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and did not show any abnormalities. Follow-up info identified the pt is now unable to communicate with his ipg with external devices. It was also reported, the pt's ipg site is swollen. An sjm rep met with the pt and was unable to resolve the issues through troubleshooting. The pt is no longer receiving stimulation. Surgical intervention is pending to address the issue.